Manufacturer narrative:
Product event summary: analysis was unable to confirm one stated reason for return, the issue with pen calibration, the stylus worked properly and a calibration of the stylus passed successfully. And though the second stated reason for return, that of a telemetry issue, was confirmed, it was attributed to the cable of the accompanying radiofrequency head having a loose contact. It was additionally noted that the upper display hinges were corroded and caused a squeaky sound when the screen was moved and that an error was found in the software updates. The device was cleaned and both upper display hinges were replaced. During the software installation the image of the liquid crystal display (lcd) colored suddenly and so the lcd screen was replaced and the stylus was calibrated. The device passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had issues with both pen calibration and telemetry. The programmer was returned for service. No patient complications have been reported as a result of this event.